Event description:
It was reported that blood leakage was observed at the thermistor (white thermistor housing) and in the connection of the 70cc2 cable. No pt complications were reported.

Manufacturer narrative:
Leakage was confirmed inside the thermistor connector. The leakage was found to be due to a crack or split in the catheter body. The split was located at the proximal end of the middle form area, and entered the thermistor lumen.